Manufacturer narrative:
Patient initials not available for reporting. Patient's age not available for reporting; reported as elderly. Patient weight not available for reporting. 510(k): report is for one (1) unknown 7.3 cannulated screw (75mm or 80mm screw) with a thread length of 16mm. UDI: part number unknown, lot number unknown; UDI is unknown. Device not reportedly explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that midway into a femoral neck pinning surgery, a 7.3 cannulated screw was over-inserted into the patient's pelvis causing a delay of at least 30 minutes. Using a broken screw removal set, the screw was able to be extracted fully intact and was implanted in the patient. The patient required a blood transfusion and the surgery was successfully completed. This report is for one (1) unknown 7.3 cannulated screw this is report 1 of 1 for (B)(4).